Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample has been evaluated and it was observed that the lumen had collapsed due to heavy salt accumulation the inside of the drainage lumen that put pressure on the lumen under the balloon. However, the exact cause on how and when problem occurred could not be determine. A potential root cause for this failure mode could be user related (blockage due to salt accumulation)/collapsed inflation lumen under balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." Correction: device identification.

Event description:
It was reported that it was difficult to deflate the balloon when the user attempted to remove the catheter on the 5th day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon when the user attempted to remove the catheter on the 5th day of placement.